Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The wake button was sticking, and unresponsive. The pump touch screen was intermittently unresponsive, and the pump's vibration was "not as loud." There was no reported impact to customer's blood glucose level. Customer declined troubleshooting for all issues with tandem technical support.